Manufacturer narrative:
This report is submitted on november 04, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. Re-implantation is planned but has not occured as of the date of this report november 04, 2016.

Manufacturer narrative:
This report is filed on (B)(6) 2017.

Manufacturer narrative:
Per the clinic, it was reported that the patient's device was explanted on (B)(6) 2016. (B)(4).